Event description:
After the device was used to administer two shocks to a patient diagnosed in cardiac arrest, the device allegedly failed to charge and displayed a connect electrodes message. The patient was subsequently delivered to the hospital emergency room and treatment was continued. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.